Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets in half height drawer 2.1 had failed. The field service engineer (fse) logged into the station and reviewed the storage space configuration, identifying that all pockets in the drawer were missing. The fse launched test software under the administrator profile, where the pockets were detected, and then rebooted the station, after which the cubie pockets were restored in the system. The fse monitored the station and confirmed successful medication removal from drawer 2.1, verifying that the device was functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed. A reboot and recovery attempt were performed on the device, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.